Event description:
It was reported that the patient felt palpitations and went to the hospital. The electrocardiogram showed the patient's heart rate was 108 bpm's. Reprogramming was done and the physician found the device to be functioning normally. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).